Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced infusion set tubing detachment on from connector (B)(6) 2025. The infusion set was in use for 20 minutes. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-13778), was submitted on 16-sep-2025. Upon completion of the investigation, the manufacturing date was updated as 06-feb-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011383, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011383 was manufactured according to the wi version 120 and manufactured in the line l-8 on 06-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a04422 was manufactured according to the wi06 version 8.0 and manufactured in the machine itl01, on 24-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a07208 was manufactured according to the wi version 66 and manufactured in the machine sc01, on 04-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a03017 was manufactured according to the wi version 66 and manufactured in the machine sc03, on 15-jan-2025, with a total of (B)(4)units. The sub-assembly: gluing of tubing of the lot 4l03515 was manufactured according to the wi version 65 and manufactured in the machine sc02, on 30-nov-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.